Manufacturer narrative:
Insulin pump received with failed battery test alarm due to corroded battery. Unable to verify for compromised force sensor system alarm and perform rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test due to constant failed battery test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked insulin pump belt clip slot and loose/protruded drive support disk. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm while priming, the insulin squirted out. Customer's blood glucose was 29 mg/dl. Customer treated his low blood glucose with orange juice and glucagon. Customer reported the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.